Manufacturer narrative:
Continuation of d10: 6935m62 lead implanted: (B)(6) 2019; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right atrial (ra) lead insulation was damaged, and the right ventricular (rv) lead exhibited high thresholds. It was also reported that the left ventricular (lv) lead had been repaired previously. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and the outer insulation of the lead was extrinsically breached due to a cut. The proximal conductor of the lead became extrinsically fractured due to a cut. The distal conductor of the lead became extrinsically fractured due to a cut. The inner tubing of the lead was extrinsically breached due to a cut. The inner insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated apparent explant damage. Visual evaluation of the distal conductor did not reveal any anomalies. The outer insulation, inner insulation, inner tubing, proximal conductors, and distal conductors were cut at 14.7 cm, extrinsic damage. There were no other anomalies found with the insulation of the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.